Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the proper air removal techniques. Technical support informed the customer that not performing the air removal technique is off label per the tandem user guide. Customer changed the cartridge to resolve the issue. There was no reported impact to the customer's blood glucose level.